Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2: additional procode: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on december 14, 2023, the patient underwent open reduction internal fixation (orif) with plate and locking screws for a right olecranon fracture. Final locking of the locking screws was performed after all the screws were inserted. The locking screw head was spinning idle in the hole and could not be tightened. The locking screw in question was inserted in variable angle (va) mode. Imaging showed that the locking screw slightly interfered with another locking screw which was inserted into the diaphysis. This other locking screw was fully tightened. Although the surgeon attempted to remove the locking screw in question to replace with a shorter locking screw, it kept spinning and could not be removed. Therefore, the locking screw remained in the body. The surgeon determined that there was no problem with the overall fixation and additional screws were not inserted. The surgery was completed successfully with no delay. Patient was stable. There is no plan at this time for implant removal after bone union. The sales representative informed the surgeon that the screw head has stripped and might be difficult to remove. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. This is report 1 of 1 for (B)(4).